Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, ok and up arrow buttons are not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The keypad buttons are intermittently responding to user inputs during testing. There was evidence of keypad adhesive found under the key contacts. In addition, the button contacts are defective. None of the buttons on the keypad have normal spring back or click. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.